Event description:
It was reported when the device was used during an open colon resection, there were no staples deployed. A second device was opened and the procedure was completed without pt consequence.